Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the last fill of their automated peritoneal dialysis therapy. Reportedly, a supply bag had fallen and became disconnected from the supply line of the homechoice set for an unk reason. In response to this, the home pt reconnected the supply bag and attempted to clear the alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt.